Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received via us mail reported: patient uses tandem pump with control iq. Patient has reported many instances of signal loss despite wearing pump and cgm adequately. He recently also reported entering garbs into his pump correctly, but then noticing the pump entered hundreds of carbs instead of the amount he entered. Did not have hypoglycemia during this second episode due to ongoing food intake. Patient reports contacting tandem every time an issue occurs, is often sent a new transmitter, but problems continue.